Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional fractured during the surgery.

Manufacturer narrative:
Persona articular surface provisional (tasp) shim right top was returned with the complaint for review. Visual inspection confirmed that the device fractured on the medial side of the post. The device had an approximate field age of three years. These devices are used for treatment. This particular device is listed in the aggregate tasp scope list associated with corrective actions. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause can be said to be a previously addressed design issue.